Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had an issue with the pump for about a week. Customer thought it was her site, but she has changed her site about 6 times in the last week. Customer is still receiving a no delivery alarm. Customer reported that the alarm was resolved by an infusion set change. Customer does not want to return the set or reservoir for analysis. No further assistance needed.